Manufacturer narrative:
Insulin pump received with blank display and constant tone due to faulty lcd driver. Unable to test motor error alarm and battery out limit alarm due to blank display. The motor was tested outside of the device and passed. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer's sister reported via phone call that the customer was in a car accident. The car accident was not diabetes related. The insulin pump's battery was removed after the accident. After inserting a battery back into the insulin pump, the customer received a battery out limit alarm. In the alarm history a motor error alarm was found. The customer was able to complete the rewind sequence. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.